Event description:
It was reported not delivery. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review. The device was received for evaluation. Visual inspection revealed a scratched liquid crystal display (lcd) lens. During functional check, the customers problem was confirmed. The devices delivery accuracy was running at three different tests; all of the tests were found to be over the manufacturing specifications. Therefore, it was recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range.